Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the firing sequence started but not completed? - no if yes: did the device deliver any staples? - yes, halfway stapled if yes, were the staples formed properly? - yes, halfway formed if yes, was the staple line complete? Did the device cut? - no if yes, was the cut line complete? - no if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? - no was there any difficulty opening the device? - no if yes, how was the device removed from the patient? - removed with half cut and staple in the patient if yes, did the jaws eventually open? - no is the current patient status known? - no was there any patient consequence or change in the post-operative care of the patient as a result of the event? - no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy, during the firing, the pin got stuck with the patient. No patient consequences were reported.